Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details, patient photographs, and patient treatment settings concluding that the treatment settings were appropriate based on common medical practice, device training, and device labeling. The healthcare professional concluded that based on the photographs provided, the probable cause of the events to be operator error, incorrect treatment filter used, poor technique, and possible moisture under the treatment tip. The professional noted that the patients will most likely result in some texture changes in the skin.

Event description:
A user facility reported that three (3) patients sustained first and second degree burns to the upper lip and lower legs areas respectively following ipl treatment with a lumenis m22 laser. It was further reported that the events occurred following the install of a new subject device and lumenis clinical training with the user facility staff.